Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "fails on air in line test intermittently". The initial reporter also stated that this occurred during testing in their facility, and no patient was involved. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg and investigated, no issue could be found with the device. The complaint could not be replicated or confirmed, and therefore, no MDR would have been required.

Event description:
The initial reporter stated that the pump "fails on air in line test intermittently". The initial reporter also stated that this occurred during testing in their facility, and no patient was involved. (B)(4).